Manufacturer narrative:
Patient reported as asymptomatic. Initial lumiradx sars-cov-2 ag test was performed as a pooled test (2 patients' swabs sharing the same extraction buffer) on (B)(6) 2021 with strip lot 5000223 (refer to MDR report number 3012642695-2021-01520, for additional pooled patient). The initial pooled test result was positive. Repeat testing on the lumiradx platform with strip lot 5000223, performed using the same pooled buffer sample, produced a negative result. Final testing on the lumiradx platform with strip lot 5000223, performed on an individual basis with new swab samples, produced a negative result. Lumiradx sars-cov-2 ag test product is not intended for use in pooled testing and the swabs used have not been validated for pooled testing with lumiradx test products. Lumiradx sars-cov-2 ag test product insert identifies that samples must be processed as indicated in the "sample extraction" and "performing a test" sections of the product insert. Failure to follow the instructions for use can result in inaccurate results. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported discordant result. A review of the product risk assessment confirmed the applicable risk categories remain appropriate for the reported event. A review of manufacturing records identified that the reported strip lot met all defined qc criteria at the time it was released, and that in-house testing confirmed strip lot met expected performance criteria for use in the field. Trending data for discordant results were reviewed and the occurrence rate for the reported strip lot demonstrated field performance within specification of product claims, until expiry, relative to the quantity of strips in the field when used according to the IFU. Root cause determination: the most likely root cause for the reported false positive, has been determined as consumer misuse of product out with labelling guidelines as found in the IFU. However, when used correctly and within labelling guidelines for testing individual patient samples, lumiradx sars-cov-2 ag test product performed as expected. Investigation conclusion and status of investigation: strip lot was also subject to field correction in the form of an instrument software update, as documented under FDA recall z-1312-2021, to correct a manufacturing issue (valve run out) that was attributed with an increased risk of false positives in a certain portion of strips within the lot. No further investigation is considered necessary at this time. The remaining strips from the lot that were not subject to the field correction, were used within the field until expiry and demonstrated field performance within the specification of product claims, relative to the quantity of strips in the field.

Event description:
This is report 6 of 18 for this facility and aware date.

Manufacturer narrative:
This report is being submitted as part of a "catch-up report" action identified by FDA on 21 january 2021. Reports of active mdrs were processed first to ensure on-time submission ahead of this catch-up report. Correction/removal number: 3012642695-02/17/21-001-c. This is report 6 of 9 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual asymptomatic patient. Repeat testing of the nasal swab sample with the testing platform produced a negative result. Confirmatory testing of the patient via polymerase chain reaction (pcr) testing was negative. A field corrective action in the form of an instrument software update was issued to address this lot due to observations of a higher potential for false positive results. A root cause analysis and corrective/preventive action plan summary was performed and implemented under document number (B)(4) and was submitted to support the field corrective action notification. Use of certain test strips within this lot may result in false positive patient test results and potential exposure to unnecessary treatment or quarantine.

Event description:
This is report 6 of 9 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual asymptomatic patient.